Event description:
The customer reported that the jaws of the instrument could not be re-opened half way through the procedure. It is unk if the device jaws were applied to tissue when this occurred. The site contact has stated that no add'l info regarding the incident and device are available.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.